Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was unable to release. The guide wire ring could not be dragged until the indicator window changed color. Manual compression was used to stop the hemorrhage. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. An 8f 11cm non-cordis catheter sheath used was angiographically confirmed for femoral artery suitability, including confirmation that the insertion angle of the vascular sheath introducer was 50-60 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stents, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was used in an interventional procedure. The procedure was performed using a retrograde approach. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flush with the handle. There were no issues with or damage to the deployment lever. The sheath was not kinked/bent. The plug was not dislodged from the exoseal vcd device after removal from the patient. The device is being returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) was unable to release. The guide wire ring could not be dragged until the indicator window changed color. Manual compression was used to stop the hemorrhage. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. An 8f 11cm non-cordis catheter sheath used was angiographically confirmed for femoral artery suitability, including confirmation that the insertion angle of the vascular sheath introducer was 50-60 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stents, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was used in an interventional procedure. The procedure was performed using a retrograde approach. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flush with the handle. There were no issues with or damage to the deployment lever. The sheath was not kinked/bent. The plug was not dislodged from the exoseal vcd device after removal from the patient. The device was withdrawn from the body, and the user used their left hand to forcefully pull the guide wire ring, and the right hand pressed the button. The button was flush with the handle, before releasing the plug. When the device was removed, the indicator wire did not visually retreat into the guidewire lumen. A non-sterile exoseal vascular closure device, 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was observed in the black/white and red position. During this visual analysis, no additional anomalies were noted. The functional deployment simulation evaluation could not be performed, as the device was already deployed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the device was received fully deployed with the indicator wire retracted. The exact cause of the reported issue could not be determined. However handling factors are a possible contributing factor since it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure and the angle of insertion was more than 45 degrees. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. According to the instructions for use (IFU), the angle of the tissue tract should be 30-45 degrees. The user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Wlowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was unable to release. The guide wire ring could not be dragged until the indicator window changed color. Manual compression was used to stop the hemorrhage. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. The device was stored and prepped according to instructions for use (IFU). The physician was certified to use the exoseal vcd. An 8f 11cm non-cordis catheter sheath used was angiographically confirmed for femoral artery suitability, including confirmation that the insertion angle of the vascular sheath introducer was 50-60 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stents, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was used in an interventional procedure. The procedure was performed using a retrograde approach. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The exoseal vcd was securely locked with the vascular sheath introducer. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were not retracted together until the indicator window changed to solid black color. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flush with the handle. There were no issues with or damage to the deployment lever. The sheath was not kinked/bent. The plug was not dislodged from the exoseal vcd device after removal from the patient. The device was withdrawn from the body, and the user used their left hand to forcefully pull the guide wire ring, and the right hand pressed the button. The button was flush with the handle, before releasing the plug. When the device was removed, the indicator wire did not visually retreat into the guidewire lumen. The device is being returned for analysis.